Manufacturer narrative:
Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead. It was reported that during the lead implant procedure one of burr hole cover screws broke. The physician use a new screw and the issue was resolved. It was unknown if there were any external or environmental factors that led to the event. There were no symptoms reported. No further complications were reported or anticipated.